Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned.

Event description:
Device report from synthes (B)(4) reports an event in (b)(^) as follows: part of the polyaxial head placement tool broke off and fell into the patient while clicking the 3d heads on to the screw heads. This is 1 of 1 reports for, complaint # (B)(4).